Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested with abdominal pain and cloudy pd effluent. The next day after the onset the pt was hospitalized for the event. On the same day as the hospitalization, the pt was treated with an injection of reflin 1gram intraperitoneally (ip), once daily (od) and injection of fortum 1 gram ip, od for the event. It was reported that, the patient's effluent bag was clear and the abdominal pain was reduced. At the time of this report the patient had recovered. Additional information was requested but is not available.